Manufacturer narrative:
Correction information provided in h.6. And additional information provided in d.9. And h.3. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis and the reported complaint could not be observed. The device was returned loose in the carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The nozzle tip has stress marks. The lens is returned in the lens bay area above the plunger. Solution is dried on the lens. The lens shows no damage. The product investigation could not identify the root cause for the reported complaint "the implant remained in the injector, plunger didn't take the implant's haptics". As it was reported, the lens was removed from the device by hcp. The lens was placed in the lens bay for returning purpose. Due to this, we are unable to confirm the lens and the plunger position for advancement and determine a root cause. Based on the results from the product history record, the products met release criteria the manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, the lens got stuck in the injector. The procedure was completed with replacement lens during the initial procedure. Additional information has been received that surgery completed with identical same diopter lens. Additional information has been received that the plunger didn't take the implant's haptics. The surgeon was ejected the implant and dipped into the bss (balanced salt solution) solution and found that the implant was hard and difficult to unfold.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).